Event description:
Reportedly, the customer was experiencing irratic ico (bolus) measurements 2-8lpm on the vigilance ii monitor. No pt complications were reported.

Manufacturer narrative:
Device not returned.